Event description:
While pt being transferred from cart to spine or table, foot end of bed slid off frame while patient on it. Mulitple staff held table in place, patient did not fall. Bed was lifted and secured. The t-pin had been accidently not engaged. Staff educated, and tape stating "do not remove" added to table where t-pins secure the patient bed to the frame.